Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it is presumed that the phenomenon was caused by lightning failure due to front panel led (light-emmiting diode) failure. However, the material was not identified. There was no health damage to patients. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The insufflator led light was dark on the front panel, due to component failure. There were no reports of patient involvement.